Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall on january 8, 2007, that a customer had a problem with a dialysis catheter. The customer states, the catheter leaked during dialysis after one month. The device was removed.